Event description:
Patient reported he may have rolled over in his sleep and untintionally delivered a bolus. Patient stated the button rings on his device came off a lont time ago. Patient woke up inthe morning with low blood glucose, but was not sure if it was the device or if he bolused too much the night before. Patient drank some juice to increase his blood glucose level.